Event description:
The iab was inserted into the pt on 12/22/97 at 11:15 a.m. And removed on 12/22/97 at 9:05 p.m. The iab did not malfunction. The pt had major ischemia and removal of the iab was required. (Event complications: major ischemia/removal required-) reported 12/23/97. (Pt's current status: unk-rpt'd 12/23/97.)